Event description:
During service evaluation by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11 on channel b. This failure code interrupted delivery. It is unknown where this condition occurred, or whether there were any reports of patient involvement, patient injury or medical intervention associated with this report. No additional information is currently available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was undetermined. To correct the condition, the pump head module was cleaned and dried. If any additional information is received, a follow up MDR will be sent.